Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit, which could not be cleared due to an unresponsive keypad. The customer stated that the battery had not been out of the insulin pump for greater than the duration allowed by the device. The customer did not know the blood glucose reading. She was unable to access the alarm history to verify whether she had received multiple battery out limit alarms when the battery was left out for less than a minute. She was advised to test with another battery and reported that the insulin pump did alarm battery out limit again. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. No unexpected numbers ramping or scrolling during our testing. The insulin pump has minor scratched lcd window, scratched case, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.